Manufacturer narrative:
The covidien customer service engineer (cse) inspected the device and verified the reported issue. The cse upgraded the software tot he current revision. Reportedly, the customer replaced the graphical user board (pcb). The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to manufacturer specifications. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a blank display. The ventilator was not in use on a patient at the time the event occurred. The date of the event is unknown.